Manufacturer narrative:
The pump was returned for analysis. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include the patient's medical history of atrial fibrillation and anticoagulant therapy. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the occurrence of high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient presented to hospital with signs of hematuria and increased pump power and flows. Upon admission, the patient's inr was therapeutic. He was on dual anti-platelet therapy. A heparin infusion was initiated and later peripheral tissue plasminogen activator (t-pa) x2 without improvement over next few days. Hematuria continued and lactate dehydrogenase (ldh) levels also continued to increase. On (B)(6) 2015, based on echocardiogram results, the decision was made to occlude the outflow graft of the lvad in the catheterization lab and stop the pump. The patient tolerated the procedure well and was discharged on his own native heart function shortly after. Investigation is ongoing.

Manufacturer narrative:
Patient received systemic tpa for thrombolysis, with subsequent resolution of pump power elevation. Unfortunately, within 24 hours, there was recurrence of power elevations with persistent hematuria and high ldh. Second dose of tpa was given; again with resolution of pump power elevation in the waveforms. Unfortunately, on (B)(6) 2015 the pump power and ldh started rising again, and renal function began to decline. He additionally, experienced some olfactory perception changes with headache which prompted a head CT which revealed some old embolic strokes that were new since his last head CT, but not acute. Repeat echo revealed ef about 30%. The clinical team decided to consider thrombosing pump, including possibility of discontinuing pump therapy altogether. The clinical team, inserted an occlude device within the outflow graft on (B)(6) 2015 and stopped the pump. Hemolysis course was complicated by acute kidney injury due to pigment nephropathy and dye load required for the cath lab. Creatinine remains elevated at 2.7-2.8 at the time of discharge, however this appears stable, and slowly down trending. On (B)(6), dr. Moazami removed the external portion of the driveline and buried the remaining driveline in the subcutaneous layer. Ef on (B)(6) 2015 was 50%. Heart failure following discontinuation of lvad therapy has remained stable. Bp stable. Inr therapeutic at the time of discharge.